Event description:
In late 2007, the pt reported that while changing the insulin cartridge the plunger of the cartridge became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. The pt was able to dry the insulin from the insulin device and to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.